Event description:
Follow up information received identified the patient's issue has been resolved after the removal of the scs system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to remove the scs system due to a hematoma at the thoracic lead site. Follow up identified the patient has been placed in acute rehab to regain strength and use of her legs.